Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during a bhr surgery, a bhr venting cannula 2.3mm broke when trying to pull it out of the femur. Surgeon was able to pull the rest of the cannula out with the ronguer (reported under report number 3005975929-2022-00400). A birmingham hip blunt trocar obturator broke too. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
D4: unique identifier (UDI) #.

Manufacturer narrative:
It was reported that during a surgery, a bhr blunt trocar obturator broke. The surgery was resumed without any delay with a back-up device and the patient was not injured as consequence of this problem. As of today, the device used in treatment has not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified, this will be continuously monitored. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. Smith and nephew was not the legal manufacture of this product, there is currently no supplier of venting cannulas therefore no live risk management is available for review. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the broken obturator. It is noted the pieces were removed. Surgery was performed, without delay, with a s+n back-up device. Patient was not injured as consequence of this problem. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive force, misuse, and general wear and tear. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.